Manufacturer narrative:
This report is submitted on sept 30, 2022.

Event description:
Per the clinic, the patient experienced pain and skin granulation. The granulated skin was excised using silver nitrate on (B)(6), 2022 and the area was injected with a steroid. There was also an infection at the site that was treated with oral and topical antibiotics. The implant remains in-situ.